Manufacturer narrative:
The other applicable components are: product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient felt the wires exacerbated their back issue and they needed to have magnetic resonance imaging (MRI) in the future. There was not an issue with the leads; the patient just had a back issue and they thought the leads might affect that.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4) applies to leads (lot#s unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) from a gentlemen associated with a (B)(6) trial patient with an external neurostimulator (ens). The gentlemen wanted the patient to be taken off the call center's list because the patient's leads were removed as they were too troublesome. No patient symptoms and no further complications have been reported as a result of this event.